Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received a lower glucose sensor scan result of "below 60 mg/dl" which the customer counteracted by eating glucose. During the night, there were recurring unspecified low readings from the sensor scan, which the customer counteracted each and every time by eating glucose. The next day, there was again another low reading from the sensor of 50 mg/dl, which the customer counteracted by drinking a bottle of cola. The customer then experienced different symptoms such as dizziness, difficulties in orientation, dehydrated, unable to stand, vomited several times and eventually dazed out/fell asleep. The caregiver found the customer and due to the situation, they checked the sensor scan with a low value of 50 mg/dl, the customer was conscious at the time but drowsy. The caregiver thought of according to the dazed condition of the customer and the low sensor scan, it must be hypoglycemia, and so they administered glucose orally to the customer. The caregiver then called the ambulance. The healthcare professional (hcp) did not compare readings and did not measure the blood sugar level. The hcp saw the sensor scan of 50 mg/dl and also administered glucose orally to the customer. Because the condition of the customer had worsened, the customer then was presented to hospital. After an unspecified amount of time, the customer made hcp contact at the hospital, where the hcp compared the blood glucose readings by a laboratory test and determined a severe high glucose level of approximately 1000 mg/dl. There was no reported of a comparison glucose reading by the adc sensor scan. The hcp then treated the customer by administering a saline solution and insulin to lower and stabilize their glucose level. The customer stayed in hospital for 3 more days for further observation and due to an unrelated second illness. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log [11] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received a lower glucose sensor scan result of "below 60 mg/dl" which the customer counteracted by eating glucose. During the night, there were recurring unspecified low readings from the sensor scan, which the customer counteracted each and every time by eating glucose. The next day, there was again another low reading from the sensor of 50 mg/dl, which the customer counteracted by drinking a bottle of cola. The customer then experienced different symptoms such as dizziness, difficulties in orientation, dehydrated, unable to stand, vomited several times and eventually dazed out/fell asleep. The caregiver found the customer and due to the situation, they checked the sensor scan with a low value of 50 mg/dl, the customer was conscious at the time but drowsy. The caregiver thought of according to the dazed condition of the customer and the low sensor scan, it must be hypoglycemia, and so they administered glucose orally to the customer. The caregiver then called the ambulance. The healthcare professional (hcp) did not compare readings and did not measure the blood sugar level. The hcp saw the sensor scan of 50 mg/dl and also administered glucose orally to the customer. Because the condition of the customer had worsened, the customer then was presented to hospital. After an unspecified amount of time, the customer made hcp contact at the hospital, where the hcp compared the blood glucose readings by a laboratory test and determined a severe high glucose level of approximately 1000 mg/dl. There was no reported of a comparison glucose reading by the adc sensor scan. The hcp then treated the customer by administering a saline solution and insulin to lower and stabilize their glucose level. The customer stayed in hospital for 3 more days for further observation and due to an unrelated second illness. There was no report of death or permanent impairment associated with this event.